Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reported difficulty removing delivery system from capsule after placement. Customer was able to break the handle to remove the delivery device. No harm was caused to the patient or user.